Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/patient contacted lifescan, alleging that a one touch ultra meter had a "missing segments" issue. The patient indicated that the alleged meter issue started on an unspecified date/time twelve days prior. Four days prior to report, the patient stated that although she was unable to test her blood glucose because of the alleged issue, she took her usual dose of 25 units of humalin 70/30 insulin. The patient mentioned that shortly after taking the insulin, her "sugar dropped" and she had "low sugar" symptoms of dizziness, her "equilibrium was off," she "couldn't think," and it felt "like being drunk." The patient claimed that she might not have needed the insulin that morning prior to developing the symptoms. The patient administered self treatment by drinking orange juice. The treatment helped to relieve her symptoms. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what time the insulin was taken, what time the symptoms developed, and if she modified her diet prior to developing the symptoms and because of the alleged meter issue. In addition, it would have been helpful to know if she was able to test her blood glucose on another device during the time of concern. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury a few days after the alleged meter issue began. The patient claimed that she might have taken insulin when she did not really need it, and her blood glucose dropped.